Manufacturer narrative:
H.6. Investigation: due to no samples and/ or photos being received, the manufacturing investigation was limited. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported during use the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes had underfill or low draw of a tube with blood. This event occurred 20 times. The following information was provided by the initial reporter: the customer stated "the blood collection tube was delivered to the hospital by the golden field medical inspection center. During the routine blood collection process, when the negative pressure of the blood collection tube is exhausted, the blood collection volume is extremely small. The customer stated that the needle was not removed during the blood collection process and requested the factory to verify the batch of blood collection tubes. (In addition, the same batch of gray tubes also showed insufficient negative pressure and insufficient blood collection in the blood collection."

Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k901449. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes had underfill or low draw of a tube with blood. This event occurred 20 times. The following information was provided by the initial reporter: the customer stated, "the blood collection tube was delivered to the hospital by the golden field medical inspection center. During the routine blood collection process, when the negative pressure of the blood collection tube is exhausted, the blood collection volume is extremely small. The customer stated that the needle was not removed during the blood collection process, and requested the factory to verify the batch of blood collection tubes. In addition, the same batch of gray tubes also showed insufficient negative pressure and insufficient blood collection in the blood collection."